Manufacturer narrative:
Image review: images show the lesion in the proximal lad as reported by the account. A balloon is delivered to the lesion and pre dilation is performed. A stent is delivered to the lesion and deployed. Non contrast images show the outline of the deployed stent. Post dilation of the stent is performed. A balloon is delivered to the diagonal artery and inflated. An air bubble is visible in the balloon. Contrast images show a break in the path of contrast through the stent, suggesting deformation to the stent. Further post dilations are performed. Contrast images show improvement in the flow of contrast through the vessel. There is no break in the path of contrast visible. A different angle of projection shows possible deformation in the proximal stent as shown by the curvature of the path of contrast. A stent is delivered to this region and deployed inside the previous stent. Images show the treated lad. The curvature in the path of contrast is no longer visible suggesting that stent deformation was repaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A 2.5x12mm non medtronic balloon was used for post-dilation at 18-26 atm. The post-dilation balloon was not difficult to remove. A 2.75x12mm resolute onyx drug eluting stent and a non medtronic nc 2.75x15mm balloon was used as intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity rx coronary drug eluting stent was used to treat a lesion exhibiting 80% stenosis located in the proximal left anterior descending (lad) artery-diagonal branch. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during post dilation of the stent. The patient was reported to be alive with no injury.